Event description:
The lay user/pt called lifescan (lfs) on june 14, 2008 and alleged that a one touch ultra meter was giving unk error messages. This complaint is being classified based on the available info, as the pt could not be contacted by phone to obtain the add'l info. The pt indicated that the alleged issue started about 30 days before she called lfs. She reported about feeling sweaty and tired sometime after the issue. She also mentioned about receiving assistance from the ER 4 times in 30 days before she called lfs. She reported receiving blood sugar results around 32 mg/dl, 50-55 mg/dl, 30-40 mg/dl, and 55 mg/dl on the emergency svc's meter at different times. She was treated with oral glucose at the ER. The customer svc agent (csa) was able to resolve the issue by training during troubleshooting. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt alleged of experiencing symptoms of hypoglycemia and was treated for hypoglycemia sometime after the reported issue started. This complaint is being reported as an adverse event, as the pt alleged experiencing symptoms of hypoglycemia and was treated for hypoglycemia sometime after the reported issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.